Event description:
It has been reported the scope had cloudy and cracked lens. No harm to patient, user or third reported. Cross reference MDR: 9610617- 2025- 00390 9610617- 2025- 00391 9610617- 2025- 00392 9610617- 2025- 00393.

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the customer's statement that "the scope had a cloudy and cracked lens" can be confirmed. During the inspection of the optics, a bent optical shaft was found, which led to the breakage of one or more rod lenses. Slight mechanical damage (impact mark) is visible at the distal end. Due to the breakage of the rod lens, imaging is no longer possible. The damage found is not due to a manufacturing/production defect but was possibly caused by clinical use or clinical reprocessing. This event is filed under internal complaint ID (B)(4). Cross reference: complaint ID: (B)(4).